Manufacturer narrative:
The samples were collected in gold serum separator tubes. Sample collection and handling are closely monitored. Per the customer, qc prior to and after the event was within lab-established ranges. Qa reviewed the provided data and noted that qc does shift higher approximately 3 mmol/l upon recalibration. The customer replaced the na electrode and cleaned the electrolyte injection cup (eic) prior to service arrival. A bec field service engineer (fse) evaluated the instrument and was unable to find any issues. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for 24 patient samples generated by the synchron cx9 alx clinical systems. The erroneous results were not reported out of the laboratory; hence, patient treatment was not impacted by this event. When the samples failed delta check, the samples were repeated after recalibration and higher results were obtained and reported.